Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported a spectrum iq pump alarmed a downstream occlusion when used with a clearlink continu-flo solution set during patient continuous IV infusion of esmolol and heparin. The healthcare professional checked the IV tubing, flushed the peripheral IV line, and ensured that no clamps or kinks were present. The pump was restarted after each assessment, but the alarm reoccurred within a few minutes. During this period, the patient became tachycardic. No issues were noted with the heparin infusion, which continued to run without interruption through the same IV line. Clinician decided to replace both esmolol infusion bag, tubing and pump. Once done, the patient's heart rate decreased by 40 beats per minute. No further information was available at the time of this report.

Manufacturer narrative:
Additional information was added to h6. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.